Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician and the condition was confirmed. This is an ancillary service event. The cause was determined to be wear and tear to the door latch roller. To correct the condition, the door latch roller was replaced. If any relevant additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged latch roller. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.